Manufacturer narrative:
Product analysis: the device returned coiled inside two biohazard bags. Device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with a bend on the strain relief. There are no biologics present in the tip. The device was returned with the t humbswitch positioned in the ¿off¿ position, and the cutter positioned approximately 29mm inside the tip. The thumbswitch was retracted to the ¿on¿ position, and the cutter returned to the anchor pockets. The cutter driver was turned on the cutter returned to the cutter window. The thumbswitch was then advanced to the ¿off¿ position and the cutter advanced approximately 29mm inside the tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy during procedure to treat a moderately calcified lesion in the mid superficial femoral artery with 70% stenosis. The vessel was none tortuous. It was reported that physician was unable to engage cutter. It would not cut. Position of cutter unknown when crash occurred, unknown position of cutter during removal from patient. Device was safely removed. No deformation noted noticed in the cutter. Another hawkone was attempted and was reported that physician was unable to flush tissue, could not pull flush tool off of device. A balloon was used to complete the procedure. There was no patient injury.